Event description:
It was reported that the patient experienced discomfort at their ipg pocket site. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced and the pocket site was relocated to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.